Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for follow-up, the device was found to be in backup vvi mode. A device image was received for further investigation. The device was successfully restored through a firmware download. The patient will continue with regular follow-up.